Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Variax foot plate metallosis noticed upon removal on (B)(6) 2019 by surgeon. Implanted on (B)(6) 2019. Removal not for non-union, just removal of metalware.

Event description:
Variax foot plate metalosis noticed upon removal on (B)(6) 2019 by surgeon. Implanted on (B)(6) 2019. Removal not for non-union, just removal of metalware.

Manufacturer narrative:
The reported event could be confirmed. A picture of the affected foot was provided. Black deposits can be noticed on the soft tissues especially on the distal part. The l plate as the screws that were implanted with it were return after decontamination, and do not present any deformation, breakage or such. No deposits can be noticed anymore, since it was decontaminated. In this case, the expertise of a medical expert was requested. They stated the following; "[...] The literature talks about the varying corrosive effects of anodized titanium, relating to the thickness and color of the anodized layers. At a fracture site, wolff¿s law is occurring with a generation of an electrical current, although very slight, the current occurs within the solutions around the plate and soft-tissue and will corrode to metal surface.it is the interaction of an inorganic material in titanium plates, and soft tissue and he degree of roughness of the implant surface, the methods utilized in achieving the surface topography, and the chemistry of implant materials (titanium), are some of the factors that may affect the soft tissue response of the plate to the adjacent soft tissue and create the grayish color. There has been no risk reported with this corrosive action since the levels of local metal ions and systemic ions is usually at very low levels in these cases. In case of high levels of metal ions, risks have been reported associated with local soft tissue damage, delayed hypersensitiy reaction (type IV) and systemic toxicity. [...]" This case can thus be classified as patient factors related. It can be explained by how the patient reacted to the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.